Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device is not PMA approved.

Event description:
Healthcare professional reported rupture. Device status unknown. This relates to the left side.

Event description:
Healthcare professional reported rupture. Device status unknown. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.